Event description:
It was reported that during a right coronary artery stenting procedure, the xience v (3.5 x 18 mm) stent delivery system was advanced. Reportedly, the stent could not be visualized and "looked funny" on angiogram. The xience v (3.5 x 18 mm) stent delivery system was removed and the stent was not on the delivery system. The xience v (3.5 x 18 mm) stent was found in the yellow protective stylet sheath in the trash can. Another xience v (3.0 x 12 mm) stent was used to successfully complete the procedure. There was no significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - due to failure to follow steps. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Unusual appearance of the stent implant was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: prior to use, inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency